Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high or low alarm. Successfully receive high and low glucose alarms using a similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. Adc received a complaint via email which indicated that while using the freestyle librelink, the sensor failed to trigger when the customer's glucose was low. As a result, the customer experienced unspecified hypoglycemia symptoms and received third party medical treatment however, no further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported on the abbott diabetes care (adc) device. Adc received a complaint via email which indicated that while using the freestyle librelink, the sensor failed to trigger when the customer's glucose was low. As a result, the customer experienced unspecified hypoglycemia symptoms and received third party medical treatment however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.